Event description:
It was reported that an animal underwent a spay procedure on an unknown date and suture was used. During knotted suturing when the veterinarian applied pressure to the knot, the suture broke.

Manufacturer narrative:
Conclusion - representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria